Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer found that auxiliary half-height drawer, row, was missing in the storage space configuration and test software. The drawer was pulled, and all cables were inspected and reseated. All cubie pockets were removed, and the area underneath was cleaned. After rebooting, half-height drawer lost row, and half-height drawer showed a "row e not on bus" error. The steps above were repeated to resolve the issue. The drawers were tested using the test software. Pharmacy technician tested and inventoried the drawers, and all were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.